Event description:
The customer reported to olympus that while using the evis exera ii video system center, the front panel wasn¿t functioning. The issue was found at preparation for use, and the therapeutic procedure (cystoscopy) was completed with the same set of equipment. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The image was noisy and there was an abnormal sound when shaking the 180 connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.